Manufacturer narrative:
The subject product was discarded by the user facility and was not returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine what may have caused the reported leakage into the battery compartment. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Device evaluated by MFR? Discarded by user facility.

Event description:
It was reported per the customer contact that upon opening the battery compartment, saline was noticed in the battery chamber of the hydro-surg suction/irrigator device. There was no reported patient injury.